Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the issue resolved, and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.